Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch # unk. Additional information was requested and the following was obtained: "is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No". Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a malfunction.

Manufacturer narrative:
(B)(4). Date sent:(B)(6)2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "how did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" "Please clarify how device injured the cystic duct how was the structure repaired? Did bleeding occur? If so, how was bleeding controlled? Were any blood products given? If so, how much? Did the device deliver a scissored clip which cut the structure? Did the device deliver a properly formed clip which cut the structure? Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? What is surgeons experience with the device? Are there any videos or pictures of the procedure available? Why was the device destroyed after use? What is the current patient status?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy procedure, the clip used injured the cystic duct.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch # unk. Correction h6. Health effect - clinical code. H6. Medical device problem code. Additional information was requested and the following was obtained: "please explain how the device injured the cystic duct how was the structure repaired? Unknown. Was there any bleeding? If so, how was the bleeding controlled? They said it was re-sealed with a different brand of clipper. Was any blood product administered? If so, how much? Unknown. Did the device deliver a scissor clip that cut the structure? Yes, and the clip was cross-pressed. Did the device deliver a properly formed clip that cut the structure? No, it delivered a cross-pressed clip. Did the clip not engage the jaws and cause the jaws to cut the structure during firing? Unknown. What is the surgeons' experience with the device? Experienced. Are there any videos or pictures of the procedure available? No. Why was the device disposed of after use? They said it was done to prevent the problem product from being mixed with other products. What is the patient's current condition? Healthy". Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.